Event description:
It was reported that during a lap hepatectomy, the electrode peeled away. Another device was used to complete the case. There were no adverse consequences to the patient. The nurse commented that the blade was wiped several times.

Manufacturer narrative:
(B)(4): information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.the device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.